Event description:
During an (B)(4) conference, date unknown, surgeon reported to a senior product manager from synthes: surgeon used synfix lr and the patient had lytic spondy grade 2-3, implant date unknown. It was mentioned to the surgeon by the synthes manager it was an off label use for the product. Surgeon was aware of the off label use and the out come was a sacral fracture. Patient was returned to or, date unknown, surgeon added pedicle screws to stabilize, procedure was not performed anteriorly. This was performed the week before the conference.the synfix remains implanted, surgeon commented: the bone failed not the device. This is 2 of 5 reports for this event.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.